Event description:
The manufacturer received information alleging the device failed a test step during testing. There was no harm or injury reported. Service quote provided for the replacement of the three-way solenoid valve to address the issue.